Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported the patient presented for a follow-up in clinic. Upon interrogation, the atrial lead exhibited intermittent capture, low pacing impedance, and noise. On (B)(6) 2020, the atrial lead was capped and a new system was implanted on the right side due to vessel occlusion on the left side. No patient symptoms were reported.